Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had a crack at back of battery side and the battery cap metal cap fell off. Troubleshooting was performed and found that the retainer ring was damaged. It was unknown whether the reservoir was able to lock in place when inserted into the pump. Customer experienced high and low blood glucose. Troubleshooting was declined for high and low blood glucose. No further patient complications were reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version = 4.11e. Retainer ring = black. Case type = ngp. On 25-nov-2022, the customer alleged was for cosmetic damage located at the battery side, retainer ring, battery cap metal, and low bg. Pump was not received with original battery cap. Pump passed the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. Pump initially failed rewind test due to pump error 37 caused by moisture damage on the motor but was able to rewind again for other test. Thus was utilized and downloaded trace/history files properly. Pump error 37 alarm during testing on 01/12/2023 07:28:53.000. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, and motor. The motor was not tested outside of the device on the ngp stb3 due to moisture damage on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. No damages to the retainer ring was noted. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, faded end cap label damage, and serial number label missing. In summary, pump passed all required testing. Unable to verify customer alleged for low bg. Pump was not received with original battery cap, therefore, battery cap contact damage was unknown. Cosmetic damage was confirmed located at the battery tube threads and corner of belt clip rails. Damages to the retainer ring was not confirmed. Pump error 37 was confirmed due to moisture damage on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.